Event description:
It was reported that the physician complained that the lead model is stiff, and speculated that because of this patients have suffered pericardial effusions. This is part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.